Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was seen in the emergency room and device interrogation identified inappropriate shocks. Low amplitude measurements were oversensed which resulted in the inappropriate therapy. A boston scientific technical services consultant reviewed the data and noted the device was programmed from secondary to primary vector for an unknown reason. The consultant recommended troubleshooting for system evaluation. No adverse patient effects were reported.